Event description:
Boston scientific received information that during a routine device change out procedure, this right atrial (ra) lead exhibited low out of range pacing impedance measurements during testing. Visual inspection revealed an internal conductor anomaly at the suture sleeve site. This lead was capped and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.